Manufacturer narrative:
The customer reported complaint for the thermogard ivtm system (sn: (B)(4)) displaying error message mid: 09 (air trap assembly) was not confirmed during archive review and during fictional testing. The root cause of the reported issue was caused by liquid on the airtrap sensor tunnels which was dried over time. A review of the event log was performed and found no errors or anomalies to have occurred. During functional testing, the reported complaint could not be replicated. The functional test was performed and the system passed functional testing and it was verified that the system met all the manufacturing specifications. No anomalies were observed. An additional repair and updates were done (unrelated to the reported complaint). Pump raceway and plastic cover, display head and internal fan were cleaned. The unit has passed all the final testing. Historical complaints were reviewed for service information related to the reported complaint and (B)(4) was reported for serial number (B)(4) with the same air trap issue.

Event description:
It was reported during setup, the thermogard xp ivtm (sn: (B)(4)) was displaying error message mid: 09 (air trap assembly). Another theromagrd was used to complete the treatment. No patient consequences were reported.